Manufacturer narrative:
(B) (4).

Event description:
Pt states he has pain and swelling at his depleted ins site which remains implanted. A few months ago he had "shooting pain down my legs". Pt has been seen by hcp in the last two months but hasn't heard back from him. He has also consulted another physician who is doing some research for him. Additional info has been requested.